Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient¿s cgm was reading 50 mg/dl. The patient did not have a bg meter to use for comparison. The patient was asymptomatic. However, he was concerned about the unexpected low cgm value, therefore, he went to the emergency room (ER) for evaluation. At the ER, the patient¿s bg meter reading was 400 mg/dl while the cgm was still reading 50 mg/dl. The patient was treated with an IV insulin drip. The patient was discharged home later the same day once his bg levels stabilized. The patient was in ¿good condition¿ at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. At the ER, the reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.